Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set was used for couple of hours. The blood glucose level was noticed 100 mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.